Event description:
Reporter indicated a patient was experiencing increased seizures, and the vns was disabled on (B)(6) 2013. However, the patient reported on (B)(6) 2013 that he experienced painful stimulation in the throat and back pain, and believed the reporter had not disabled the vns. The patient was also given trobalt medication as an intervention for the seizures, which decreased the seizures. The reporter feels the patient's report of painful stimulation and back pain are not related to the vns, and has referred the patient for psychiatric evaluation. Attempts for additional information have been unsuccessful to date.